Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported that, "reaming was done and they tried to put the nail down. The nail would not go. They reamed a little more. As they tried to take the nail out it would not come out. Targeting device was covered with towels and surgeon banged on device with a mallet. While malleting, one piece of the device broke off. Compensated for device slightly. Rest of surgery went as scheduled."